Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The lesion was located in the denovo, non-calcified, non tortuous, 95% stenosed proximal left coronary artery (lad), measuring 3x24mm. The physician gained access to the lesion using a 6f guide catheter, via the femoral artery. The lesion was predilated with a 2.5x20 mm balloon, reducing the stenosis to 60%. The stent delivery system was advanced into position, and when positive pressure was applied to the balloon the stent would not deploy. The stent moved on the balloon and was reported to be located along the distal portion of the catheter shaft. The stent was found to be deformed at its extreme distal portion. The entire device was able to be removed. A different device was used to complete the procedure and there were no pt complications. The pt was said to be "stable" post procedure.

Manufacturer narrative:
(B)(4).